Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Pump received with cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the battery and reservoir compartment was cracked. The customer¿s blood glucose level was unknown. The customer stated that reservoir lip ring was not damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting was performed. The device will be returned for analysis.